Event description:
A male had an anatomical form that was considered suitable for aaa repair, underwent endovascular therapy in 2008. The suprarenal stent was deployed first, then the cannulation of the contralateral limb was performed. After deployment of the main body, blood leakage occurred when the grey positioner was removed. Blood was almost spurting from the value. Total hemorrhage volume was 700cc. Blood transfusion of 250cc was performed. The patient did not show any post procedure symptoms.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation. An internal clinical review indicated the event was possibly due to product quality. We have notified the appropriate individuals and have taken action to retrain physicians in another country, as of 2008, who are using is device in an effort to reduce issues of this nature. We will also continue to monitor for similar events.